Event description:
It was reported that the battery cap grove in the insulin pump was damaged and there were cracks on the device in the same area. The caller stated that the customer was in the emergency room with high blood glucose of 864mg/dl. The caller stated that the customer was not feeling well, went to the dialysis and his blood glucose was high. The customer attempted to bolus multiple times, but his glucose level continued being high. The wife stated once his blood glucose was stabilized he was sent home. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.